Event description:
The patient presented to the emergency room due to syncope. Loss of capture was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The event of failure to capture was reported to abbott and not confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. Further analysis performed, including output test found no anomaly contributing to capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.